Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was unable to be interrogated. The device was able to be interrogated after being guided through several successful tests.